Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a loss of capture, and oversensing. It was noted, however, that this was due to left ventricular (lv) lead dislodgment. The physician elected to replaced the lv lead and reprogram the crt-d. The lv lead was a competitor's lead. There were no allegations against the device. Subsequently, additional information was received that this patient developed pneumothorax. This patient experienced fatigue / tiredness; dyspnea / breathlessness; chest pain / angina. There were no other adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific crm for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.